Event description:
A cook endoscopy percutaneous endoscopic gastrostomy feeding tube was placed in the patient. At the time of placement, no gastric ulcers were observed. Two to three weeks after placement, the patient underwent an upper endoscopy procedure because the patient coughed up blood. The tulip tip of the feeding tube had made an ulcer against the inner wall of the stomach. The feeding tube was removed by cutting the tube externally and removing the tulip tip end with a snare through the endoscope. This technique was utilized in an effort to avoid trauma to the stoma site (because the stoma was not fully healed yet). Another gastric feeding device was placed. No additional medical procedures were required due to this occurrence other than what was described above. The patient did not experience any adverse effects due to this observation.

Manufacturer narrative:
Evaluation: we were unable to confirm the report as it was described because the affected product was not returned to cook endoscopy for evaluation. After a review of the device history record for this lot number, we can report that no discrepancies or observed. We were unable to conduct a sample test from this lot because the devices were previously distributed. A review of the twelve month complaint history for this product family was conducted. In the past twelve months, there have been no other similar occurrences. Therefore, this report represents an isolated occurrence. Based on this review, the likelihood of this type of occurrence is remote. Conclusions: we were unable to conduct a full investigation because the device was not returned for evaluation. A definitive cause for the reported observation was unable to be determined. However, we can provide the following comments: the instructions for use direct the user to slowly pull the feeding tube through the abdominal incision and to bring the tulip tip in contact with the stomach wall, carefully avoiding excess tension. Excess tension could have contributed to the reported observation. Information regarding blanching of the stoma site was requested, but unable to be provided. The instructions for use cautions the user that blanching of the site indicates excessive pressure on the mucosa and should be avoided. Excessive pressure of the tube during placement and/or usage could contribute to irritation and/or ulcers. The patient care manual for this device cautions the user that excessive tension on the feeding tube may cause tissue damage, premature tube removal, or failure of the device. Prior to distribution, all gastric feeding devices are subjected to a visual inspection to ensure device integrity. A review of the device history record confirmed that this lot met manufacturing requirements prior to shipment. Corrective actions: no corrective actions warranted at this time because this report was unable to be verified. This observation represents an isolated occurrence. The likelihood of this type of occurrence is remote. Customer quality assurance will continue to monitor for complaint trends.